Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The system pcb assembly was replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device would no longer power on. There was no patient use associated.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported power issue was due to a shorted diode, designator cr15. It was also observed that filters fl93, fl36, fl34 and fl49 had liquid corrosion however, there was no relation of the corrosion noted with the reported power issue.